Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their symptoms started right after they had an MRI on monday, may 6th. Patient described a loss of therapy and a return of symptoms. Patient said they were sleeping better at night, but their day times were misery. Agent confirmed the therapy is turned on. Patient was feeling stimulation sensation on pelvic floor, but said they hadn't felt the sensation since the device was implanted. Agent guided the patient to discuss with doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.